Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry, that a patient with a 30mm 5200 annuloplasty ring implanted in the mitral position, was explanted after an implant duration of 11 years, 2 months due to unknown reason. The explanted ring was replaced with a 33mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry and investigation, that a patient with a 30mm 5200 annuloplasty ring implanted in the mitral position, was explanted after an implant duration of 2 months, 19 days due to unknown reason. The explanted ring was replaced with a st jude 29mm biocor mitral valve. Per medical records, s/p mitral valve replacement with porcine valve ((B)(6) 2013).